Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a white screen appeared when attempting to export files through the saved reports/data section on the main screen of the mobile programmer application. It was noted that the white screen appeared when the send to tab was selected after the desired files for export were chosen. There was no patient involvement. Application version: 4.5.2 host tablet os version: 26.3.